Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient that the patient received inappropriate therapy from the device, and experienced pain during the 45 shocks. The patient stated the physicians attributed the therapy delivery to low electrolytes. Follow-up with the physician's office noted the device malfunctioned when therapy was delivered. It was later reported that the reason for the inappropriate therapy delivered for supra ventricular tachycardia (svt) was that the device was not optimally programmed to discriminate that rhythm type. The device was reprogrammed, and remained in use until about one month later when it was explanted and replaced for normal battery depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.